Manufacturer narrative:
The field service engineer visited the facility and examined the system. Bubbles were being generated by a loose reagent straw fitting. The fse tightened all fittings and the system is running to spec. The cause of the loose fitting is not known. This is one of two medwatch reports being submitted as two separate pt events were reported. Reference the MDR numbers below for all associated events. MDR # 2050012-2011-02336. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low glucose results were generated by the unicel dxc 600i synchron access clinical system for two pts on two different dates. The results were reported out of the lab. The sample was re-run on the same system and a result in the expected range was generated. The amended result was reported. There was no change to the pts' care or treatment.